Manufacturer narrative:
B5: lens was exchanged on (B)(6) 2023 with same length different diopter lens and problem was resolved. All fine! Patient is happy! Reportedly, "asking to upsizing, target refraction is 1.00d". Cause of the event is reported as unknown. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Zero vault with refractive change overtime was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk claim# (B)(4)

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).